Event description:
After received the letter of fa30may2012, the customer retested 11 patient samples with the architect ca19-9xr reagent, lot 08852m500. Two patient samples generated high results. No specific patient data was provided and no impact to patient management was reported. Physicians were informed about the falsely elevated results.

Manufacturer narrative:
(B)(4). Evaluation of the issue revealed that the conjugate component of the architect ca19-9 affected reagent lots contributed to elevated ca19-9 patient sample concentrations. All affected lots share the same conjugate component. Abbott issued a product recall for the six affected lots (08851m500, 08849m500, 10122m500, 08852m500, 08853m500, 10040m500) of the architect ca19-9 reagent, instructing customers to discontinue use and destroy any remaining inventory of the affected lots.